Manufacturer narrative:
Product investigation summary: this complaint is confirmed as approximately 13mm of one of the distal tips of the device has sheared off and was not returned with the device for evaluation. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The root cause of the complained issue cannot be definitively determined; however, it was most likely due to repeated use during 13 years of field use and using pulling or bending forces instead of counterclockwise rotations when removing screw stumps. Per synthes screw removal set technique guide, the returned device (forceps for broken screw removal) is used to remove screw stumps by rotating it counterclockwise, not pulling or bending. The relevant drawings for the returned instrument were reviewed: top-level and right schenkel. The leg is made from 420a stainless steel. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. The design is adequate for its intended use when used and maintained as recommended; the design did not contribute to the complaint condition. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 2, 2003. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Additional product codes for this report include htc. The provided lot number (5000100) corresponds with the supplier lot for the complainant part. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. : a review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pair of forceps broke during a hardware removal procedure of the left proximal tibia on (B)(6) 2016. The hardware removal was a planned procedure as the original fracture had healed. During removal of one of the screws, the forceps broke. There were no fragments left in the patient and no surgical delay reported. The procedure was completed with a back-up instrument. This report is 1 of 1 for com-(B)(4).